Event description:
Maude event report number: (B)(4) . Pt reported a non-ablative laser treatment left her with skin damage, including texture charge, hyperpigmentation, and couperose skin. F/u with the pt revealed the treatment was done a year and a half ago. Three months post treatment she started on hydroquinone and has had several ipl laser treatments for the hyperpigmentation. The pt also stated "that just recently the dermatologist started treating her petechial". The MFR was unsuccessfully in obtaining any additional details about the treatment or device.

Manufacturer narrative:
Due to the length of time (year and a half), before the pt received treatment for the petecia, this reported issue appears to be unrelated to the treatment. Couperose skin can be caused by climate conditions and harsh weather, person's lifestyle, heredity and skin type. This reported issue appears to be unrelated to the treatment. The reported issues were determined to be known labeled complications associated with non-ablative laser procedures or appear to be unrelated to the treatment.